Event description:
Physio-control had previously replaced the customer's device under recall. During evaluation of returned device, physio observed that AED voice prompts were inaudible. No pt involvement was reported with this event.

Manufacturer narrative:
Physio-control replaced the speaker and then proper device operation was observed through functional and performance testing. Root cause for the previously observed malfunction was an inoperative speaker.